Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21640.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed as noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed lower limb ischemia following insertion of an impella cp pump for mechanical circulatory support. An antegrade sheath was subsequently placed and blood was sent from the extracorporeal membrane oxygenation circuit to resolve the condition. Support was continued with the implanted pump until planned explant three days later. It was noted that there was no ischemia following the pump removal and the patient survived the explant.